Manufacturer narrative:
On (B)(4) 2014, the field service engineer (fse) evaluated the instrument and found that the blood sampling valve (bsv) was misaligned. The engineer was unable to readjust the bsv. The fse replaced the bsv and the instrument ran without any leaks or errors. The repairs were verified per established procedures. Identification of failure modes: the cause of the leak was the bsv was misaligned. No erroneous results were generated for this event. Upon recur; the failure mode identified is likely to cause erroneous results for all parameters due to segmentation errors. Evaluation of labeling: beckman coulter inc urges its customers to comply with all national health and safety standards such as the use of barrier protection. This may include, but is not limited to protective eyewear, gloves and suitable laboratory attire when operating or maintaining this or any other automated laboratory analyzer. (B)(4).

Event description:
The customer reported a leak when using the coulter hmx hematology analyzer with autoloader. The instrument was generating an error condition of "partial aspiration errors". The volume of the leak was described as about half a teaspoon and was not contained within the instrument. The operator was wearing personal protective equipment of lab coat, gloves and eye protection. There was no biohazard exposure to open wounds or mucous membranes. There was no report of erroneous test results associated with this event. There was no death, injury or affect to patient treatment.